Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the programmer stylus was not calibrated with the screen pointer. The stylus position on the touch screen was out of calibration. Errors were found in the software history. Software reconfiguration was performed to eliminate possible software issues. The connector touch screen was cleaned and re-seated, the touch screen was calibrated according to procedure, the software was re-installed and updated to the newest version, files were retrieved, the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus was not calibrated with the programmers screen pointer. The calibration diskette was attempted without success. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.